Event description:
The manufacturer received info indicating a pt with amyotrophic lateral sclerosis (als) was using a bipap synchrony at home when the therapy device shutdown due to a power outage caused by a thunderstorm. A dc backup power source was not available. The pt was taken to a hospital where he expired days later. The device has yet to be returned to the manufacturer for eval. A follow up report will be filed when the manufacturer has completed the investigation.